Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that upon unpacking the dilator tip was observed to be damaged. It was not smooth. The device was never used and replaced right away. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis as it was discarded.